Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is flexlink plus cannula 6, medwatch with identifier (B)(6) is flexlink plus cannula 8. The event occurred in (B)(6).

Event description:
Customer states that he has experienced leakages in the past (approximately 2 months ago) near the cannula. No adverse event reported. Device not available for return.